Manufacturer narrative:
Continuation of d10: product ID 978b1 lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b1, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that yesterday they got a message on their handset that said, "the system is operating at maximum settings and therapy cannot be increased." They stated they hit max settings at 1.1 ma on the left side and at 1.5 ma or 2.0 ma on right side. At one point after initially encountering the message, they said they were able to increase to 3.8 ma. While on the call, patient had decreased therapy from 1.1 ma to 0.9 ma and when they tried to increase back up to 1.1 ma, they got the message again and were then unable to increase from 0.9 ma. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The manufacturing representative (rep) was also contacted about the situation and they indicated they had spoken with the patient.additional information was received from a manufacturer representative (rep) on 2025. The rep reported that the cause was not confirmed and that the lead likely migrated or not in the correct location. They found comfortable stimulation on opposite lead. Test lead was removed.

Manufacturer narrative:
Continuation of d10: product ID 309201 lot# 60607519 product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.